Event description:
During a percutaneous transluminal coronary angioplasty a stent was intended to be placed into the marginal lesion on the circumflex artery. There was difficulty advancing the stent to the lesion. The stent partially deployed at the origin of the marginal branch. The pt developed chest pain after the procedure and required CABG.